Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon evaluation of the returned device, it was observed that there was no image. This is attributed to the damage to the image pick up unit. There was noise occurring with the right/left direction angle operation. The user¿s complaint of noise was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the issue of noise generated when the left/right angle is applied. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was no image. This is attributed to the damage to the image pick up unit. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the defect of image sensor unit or failure of internal board of video connector or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.